Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose reading had been over 400 mg/dl for an extended period of time, so she went to the emergency room. The customer experienced diabetic ketoacidosis. The blood glucose reading at the time of admission was 457 mg/dl. The customer was treated with fluids. The customer declined troubleshooting for high blood glucose and believed that there was a site issue. The insulin pump settings were adjusted while in the hospital and she stated that she was going to see her doctor again on that friday. The insulin pump was not returned or replaced.